Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was unable to boot up. The low-voltage differential signaling circuit board was replaced as a preventative. Analysis was able to confirm the customer comment of a broken keyboard latch. The keyboard latch was replaced. It was also indicated that the upper hinge plate was cracked and therefore replaced. The programmer passed functional and systems tests. (B)(4)

Event description:
It was reported that when turned on the programmer's screen was "jumbled up." It was further reported that the keyboard was broken. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.